Event description:
As reported, when removing a 10f biliary catheter from the patient, breakage of the catheter at the distal end was noted. The catheter fragments were all retained by the suture string. There were no patient complications. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
Although the used device has been returned to navilyst medical, the evaluation of the sample has not yet been completed. Upon conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4).